Event description:
The customer reported a lack of alarming which occurred during a pt experiencing a four-second cardiac pause. There was no adverse outcome and no emergent care was reported.

Manufacturer narrative:
The customer reported a lack of alarming which occurred during a pt experiencing a four-second cardiac pause. There was no adverse outcome and no emergent care was reported. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.